Event description:
It was reported when using the bd pyxis medstation es system intermittently rebooting while accessing medication. The customer added that one user was able to get medication, then the next user would have to recover the space before accessing it again. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system battery caused the issue. A field service technician replaced the communication sled and power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the battery causing issue. The field service replaced communication sled, the power supply and additionally cleaned electronic drawer and around back of communication sled & power supply, tightened barcode scanner cradle to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system intermittently rebooting while accessing medication. The customer added that one user was able to get medication, then the next user would have to recover the space before accessing it again. However, there were no adverse events or injuries reported based on this event.